Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call experiencing sensor reading discrepancies. Customer stated that at 6am the sensor was reading low and the insulin pump went into threshold suspend but blood glucose was not low. Customer checked a little later and blood glucose was 83 mg/dl. Customer was unable to calibrate and suspended it manually when sensor was reading 97 mg/dl and by 9am blood glucose was 238 mg/dl and sensor was reading 125 mg/dl. Troubleshooting was done. Customer was assisted with turning the sensor feature back on and was advised to monitor and call back if issue persists.